Event description:
It was reported that during kit inspection the unit would not power on. The device was subsequently evaluated by a technician, who confirmed the motor exhibited inconsistent speed. There was no patient involvement. Attempts have been made and no further information has been provided. Due diligence is complete

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Complaint can be confirmed through the returned product analysis. The motor was replaced and resolved the reported issue. Review of the most recent repair record determined the technician evaluated the device and confirmed the motor had inconsistent speed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.